Manufacturer narrative:
Findings: received unit with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Unit had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, crack case at display window corners and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer reported pump case damaged and plastic had been cracked for a while but now plastic comes of. The insulin pump is swapped.